Event description:
A cryoablation procedure was performed (B)(6) 2013. The patient had a phrenic nerve injury during ablation of the rspv. The cryoablation was stopped. Phrenic nerve function did not recover post procedure. On (B)(6) 2013, the physician saw the patient in clinic and phrenic nerve injury had not resolved.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.